Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, during a surgery for a patient with non-union, the doctor found that the nail was broken. The nail was removed safely and the surgery for non-union ended without any trouble. From the doctor's point of view; the applied excessive force due to non-union led the nail to break. The original surgery was for fixation by the proximal femoral nail for a fracture of subtrochanteric femoral. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Date of implant unk. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.